Event description:
It was reported by service report that the siderail drops quickly when lowering. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Corrected: manufacturer entity.

Event description:
It was reported by service report that the siderail drops quickly when lowering. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.